Event description:
It was reported in a journal article that of three patient that experienced post-revision infections, one had an onset of infection at 2 weeks post op and was treated with debridement and implant retention and antibiotics. After a follow-up of 1 year, there were no signs of infection and patients did not want further surgical intervention. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: south korea. Product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Citation: https://doi.org/10.4055/cios22197. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00221; 0001825034 - 2023 - 00222; 0001825034 - 2023 - 00223; 0001825034 - 2023 - 00225.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.